Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30oct2019.

Event description:
It was reported that the ventilator would not power off unless unplug battery and power source. During troubleshooting with technical support the customer found an error code (111b) 35 volts supply failed. There was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 20nov2019. The customer stated the issue was addressed. However, did not provide further repair/service information. Multiple attempts were made to obtain this information that have been unsuccessful. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation, therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.